Manufacturer narrative:
The manufacturer previously reported information received alleging when a trilogy ev300, great britain device was in use, an error message flashes up ¿requires service¿ and will not clear. There was no allegation of harm or injury reported. During the evaluation of the device at a third-party service center, the customer's allegation was confirmed. An error indicating that the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open was discovered in the event log. The device's oxygen blending module was replaced to address the issue. Additionally, due to an error indicating that a sensor offset during drift calculation is too high was identified in the error log which has been resolved by replacement of the system. The reported fault of 'service required' was identified in the error logs and was attributable to a defective internal machine flow sensor. The flow sensor was replaced to resolve the issue. The device passed performance verification. The device's oxygen blending module (obm) was returned to the manufacturer's product investigation laboratory (pil) for further investigation. The obm subassembly was installed into a trilogy evo obm test station where the pil tech confirmed passing test results for all test steps. Tech has determined that the obm subassembly operates as expected and functions as designed. The suspect evo obm subassembly has been scrapped.

Event description:
The manufacturer received information alleging when a trilogy ev300, great britain device was in use, an error message flashes up ¿requires service¿ and will not clear. There was no allegation of harm or injury reported. During the evaluation of the device at a third-party service center, the customer's allegation was confirmed. An error indicating that the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open was discovered in the event log. The device's oxygen blending module was replaced to address the issue. Additionally, due to an error indicating that a sensor offset during drift calculation is too high was identified in the error log which has been resolved by replacement of the system. The reported fault of 'service required' was identified in the error logs and was attributable to a defective internal machine flow sensor. The flow sensor was replaced to resolve the issue. The device passed performance verification.